Event description:
It was reported that during testing by the biomedical engineer, the epg (external pulse generator) did not always power on and sometimes did not power off. It was later reported the biomedical engineer replaced the lower case of the epg, and then it would not power up, unless the battery polarity was reversed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Battery flex is corroded, pitted, and out of electrical specification. Upper case is broken and dented. Side bail covers are broken. Lead flex cover is contaminated. Battery contacts are compressed, bent, and improperly installed. Battery drawer is contaminated. Keyboard is scratched. Serial number label had been removed. Lcd (liquid crystal display) is bent and chipped; an attempt to repair has been made by non medtronic personnel. Main printed circuit board has a broken connector.